Manufacturer narrative:
The investigation determined that lower than expected, imprecise quality control results were obtained using the vitros clinical chemistry products phyt slides on a vitros 250 chemistry system. The definitive root cause could not be determined; however, an analyzer related issue is the most likely cause. Ocd field service replaced the iwf and sample metering pumps, and performed multiple adjustments to more than one analyzer subsystem. The investigation also determined the customer was using improper iwf handling protocol, which may have contributed to the event.

Event description:
A customer obtained lower than expected, imprecise vitros phyt quality control results while using the vitros 250 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were affected during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).